Manufacturer narrative:
The investigation determined that a non-reproducible and higher than expected ckmb result was obtained on a patient sample processed from using vitros ckmb reagent on a vitros 5600 integrated system. The assignable cause of the event is unknown. A review of historical vitros ckmb quality control results, performance testing and data log analysis concluded there was no malfunction of the vitros ckmb reagent or the vitros 5600 system. Repeat testing of all the analytes initially tested on the sample were concordant, with the exception of the vitros ckmb assay. This would indicate that pre-analytical sample mix up did not contribute to the event no information concerning the customer¿s pre-analytical centrifugation protocol was provided. Therefore, it is unknown if the centrifugation protocol in use is within the sample collection device manufacture¿s centrifugation recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed.

Event description:
The customer observed a non-reproducible and higher than expected ckmb result (19.2 verses expected 0.22 ng/ml) from a patient sample processed using vitros ckmb reagent on a vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected vitros ckmb result was reported from the laboratory; however, sample testing was repeated and a corrected report was sent to the physician. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).